Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a ruby coil, and a guiding catheter. During the procedure, while advancing the lantern through the guiding catheter, the physician experienced resistance and the lantern would not advance past to mid-shaft to distal end of the guiding catheter. Therefore, the lantern was removed. The physician then advanced a new lantern through the guiding catheter and into the target vessel. Next, while advancing the ruby coil through the lantern, resistance was encountered, and the ruby coil became stuck within the mid-shaft of the lantern. While removing the ruby coil by hand, the physician felt a sensation and noticed under fluoroscopy that the ruby coil had unraveled and unintentionally detached. Therefore, the lantern containing the detached ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.